Event description:
It was reported that the patient was ¿having issues with their machine again.¿ it was noted that the patient had an appointment on (B)(6) 2014. It was further reported that it was ¿not doing it anymore¿ and that the patient was back on their pain medication again. The patient reportedly was receiving injections from their health care provider (hcp) as well. The patient reportedly was charging their implantable neurostimulator (ins) but it was not helping. It was noted that the patient would wake up in pain and did so again on the night prior to the report. When asked when the event or symptoms occurred the patient stated that ¿it's gone back a few weeks ago already." It was later reported that the patient was still having concerns regarding their device or therapy but were working with their health care provider (hcp) or manufacturer representative.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient&#38112;new pain physician will set up another appointment. No outcome was reported for this event. Further follow up is being conducted to obtain this information. If additional information becomes available, a follow up report will be sent.

Event description:
It was further stated by the patients physician that there was not a 50% or greater symptom reduction. It was stated to not be device related. Re-programming was needed. The patient had requested an adjustment to help improve pain control. The patient was unable to have an interventional procedure (lumbar injections) until adjustment was attempted. The patient planned to see a spinal surgeon 2014 (B)(6) and was also requesting removal of the device if surgery was needed. The patients status was not recovered, symptoms ongoing.

Manufacturer narrative:
Concomitant products: product ID 37744, serial# (B)(4), product type programmer, patient; product ID 37754, serial# (B)(4), product type recharger; product ID 39286-65, serial# (B)(4), implanted: (B)(6) 2012, product type lead. (B)(4).